Manufacturer narrative:
Upon arrival, the field service technical executive (te) evaluated the situation and replaced the o-ring, sheet valve, and diaphragm for the new style vacuum pump on the aeroset analyzer. Subsequent instrument operations, and test results were acceptable. The investigation demonstrated that the aeroset analyzer is performing within its intendend use, label claims and specifications. No deficiencies related to the performance of the device were identified.

Event description:
The customer states that the aeroset analyzer is generating erratic patient results. For example, an initial patient result for a potassium assay of 2.1 meq/l repeated at 2.7 meq/l. An initial sodium result of 104 meq/l repeated at 101 meq/l; an initial chloride result of 118 meq/l repeated at 93 meq/l; and an initail calcium result of 5.7 mg/dl repeated at 5.4 mg/dl. No patient information is available. Several troubleshooting procedures did not resolve the issue of an overflowing cuvette washer, and a service call was initiated. There is no impact to patient management reported.